Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. Further information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. Further information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device remains in service.